Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead found an external outer insulation abrasion exposing the outer coil consistent with friction to the device can, located proximal to suture tie impressions. X-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. The cause of the reported event was isolated to the external outer insulation abrasion found on the lead.